Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges respiratory tract irritation, asthma and lung disease. Medical intervention was not specified. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received a trilogy 100 ventilator with no power cord, no inlet airpath filter, no outlet filter and had a passive outlet port. The ventilator was let run for 156 minutes, and no foreign particles were observed in the outlet filter. The ventilator was bench tested which showed the software version, the clock setting, the internal battery build date, and numerous monitor pressure verify steps failed testing specs. The clock setting and batteries build dates were expected as the ventilator had taken a while to arrive to the pil and be investigated. The monitor pressure verify failed steps were due to the mt4 sensor on the sensor board being out of range compared to the specs. The ventilator was taken apart. No contamination was found in the air flow path. Black contamination was found on the inside of the blower¿s top cover.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges respiratory tract irritation, asthma and lung disease. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Customer contact information was unavailable to gather additional information for evaluation and investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.